Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an ntw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in chordae, it was able to grasp both leaflets, reducing mr to a grade of 1-2. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chordae. There is no indication of a product issue with respect to manufacture, design, or labeling.